Event description:
Procedure type: low anterior resection. According to the reporter: the equipment performed the cut of the rectum and colon, but did not perform the stapling completely and just 10 or 12 staples were visualized. It was verified that the lock, although unlocked, was broken. The physician performed a second stapling with another stapler and it worked normally.

Manufacturer narrative:
(B)(4).